Event description:
A 2.5 mm diameter x 11 mm length nc stormer mxii dilatation balloon catheter was pulled for treatment; post-dilatation of the proximal and mid lad for a previously deployed stent. Vessel morphology is severe calcification. It was reported that two bare metals stents were successfully implanted in the proximal and mid lad. The lesion site was severly calcified and the stent remained undeployed. Several balloons was attempted; the nc stormer was chosen and inflated to 20 atm's, the balloon burst. It was noted after the balloon burst that there was a small perforation. Another manufacturer's balloon was inflated at low pressure inflations and the perforation resolved. The device has not been returned for evaluation. The patient is reported to be fine and no additional clinical sequelae were reported. Medtronic has received a cd of the case and the images evaluated. A review of the cd confirms the lesion was treated and was tight and highly calcified. Images show that the lesion was not fully opened post stent deployment.